Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons are intermittently responsive, and the contrast keypad button is unresponsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed an internal motor failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the button contacts. This report is made based on results of investigation completed on (B)(4) 2012.